Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing, increased in-range capture threshold and pacing impedance was observed on the right ventricular (rv) lead. The impedance was variable during testing with arm movements. There was also noise resulting in a false ventricular fibrillation episode. The physician elected to take no further action. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, decreased sensing, increased in-range capture threshold and pacing impedance was observed on the right ventricular (rv) lead. The impedance was variable during testing with arm movements. There was also noise resulting in a false ventricular fibrillation episode. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.